Manufacturer narrative:
H10: the lot numbers for the seven malfunctions were provided and a lot history review was performed. Of the seven malfunctions, three devices have been returned for evaluation. A bent needle and incomplete cannula tang engagement was identified for one device. Failure to prime the cannula was confirmed and self-activation was inconclusive for one device. Self-activation of the cannula was confirmed for one device. The sample for four of the seven malfunctions were not returned to the manufacturer for inspection/evaluation, therefore, the investigation of those four malfunctions is inconclusive. A definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes seven (7) malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the seven self-activations, one did not involve a patient, and six involved patients with no known impact to the patient. Of the six patients, four patients ranged from 12-68 years of age and 49-59 kgs, two were male and two were female. Patient age, weight, and gender was not provided for two patients.

Manufacturer narrative:
For two (2) of the six (6) reported information, the devices were returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. (Lot number: recs2727, redp0085).

Event description:
This report summarizes six (6) malfunctions. A review of the reported information indicated that model mc1616 biopsy instrument allegedly experienced self-activation. This information was received from various sources. Of the six (6) self-activations, one (1) did not involve a patient, and five (5) involved patients with no known impact to the patient. The five (5) patients ranged from 23 to 61 years of age and 49 to 57 kgs. Of the reported patients, one (1) was male and two (2) were female.